Event description:
It was reported alerts for high out of range high voltage lead impedance was observed. Technical service discussed disabling the impedance alerts. Induction testing was suggested. Recommended increasing the follow up frequency to monitor the lead. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.